Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 73-year-old female presented with chest pain and was diagnosed with a non¿st-segment elevation myocardial infarction. Her medical history was significant for hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease stage three, and a recent left transcarotid artery revascularization procedure. A left heart catheterization revealed disease involving the right coronary artery and the left anterior descending artery. On (B)(6) 2025, the patient was taken to the cardiac catheterization laboratory for percutaneous coronary intervention. Following completion of the procedure, the patient developed severe chest pain, nausea, and emesis and subsequently required endotracheal intubation. An impella cp device was placed following the percutaneous coronary intervention using best practices due to anticipated cardiac instability. Later that day, the patient experienced persistent suction alarms and hypotension. A bedside echocardiogram demonstrated a large pericardial effusion with cardiac tamponade. Emergent bedside pericardiocentesis was performed. The impella device was removed on (B)(6) 2025.